Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was instructed to contact support again if the issue returned and chose to load a cartridge independently to resume insulin use. There was no additional support requested for this task.